Event description:
It was reported that, during a tka surgery, the surgeon had to take 1 mm less in tibia, as the femur was air balling even with the plan anterior cut. The planned proximal resection performed by one (1) ns vis adpt guide jii kit was too large. The case ended up with 6 mm in femur, 7 mm in tibia and a 10 mm insert, however the case was planned for 7 mm in femur and a larger insert. It is unknown how the procedure was finished and if there was a surgical delay. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference:(B)(4). H11: results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review made by the quality engineering team revealed that the femur segmentation was incorrect. The femur and tibia anatomy were over segmented by the engineer on the anterior face. This over segmentation led to an over-sizing of the femoral component and planning for an incorrect proximal resection. However, this is a patient-specific device individually designed and tailor-made for a specific customer. The dimensional non-conformity observed is therefore isolated to this single-use product on complaint. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event or the listed device over the previous 12 months, as visionaire devices are custom made, a review of the complaint history for this batch is not applicable. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for revealed that visionaire¿ patient matched instrumentation with fastpak instruments revealed that if the patient matched cutting block does not perform as intended, use the standard smith & nephew instrumentation to complete the surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection drawings, part number, size, implant type, hand, recut type and sawblade thickness shall be verified. Also, part configuration shall be compared to print. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.